Event description:
Reference number (B)(4). Event occurred in the united states. . On (B)(6) 2024, reported that patient faced infusion set tubing detached from connector. Infusion set has been used for 24 hours. The blood glucose level was 300mg/dl. Therefore, patient was treated with correction bolus. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.